Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Visual inspection of the device revealed a missing dc power inlet. The main circuit board and dc power inlet socket were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device did not power on. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Visual inspection confirmed a missing dc power port. Performance testing confirmed the reported complaint and revealed the device did not recognize external power sources and the internal battery did not charge. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported device did not power on was due to physical damage while internal battery not charging was due to an isolated component failure within the device main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device did not power on. The device was not in patient use when the reported event occurred.